Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that a lead integrity alert (lia) was triggered and the patient presented to the hospital. A device check indicated elevated short interval counts (sic) and a temporary increase in right ventricular (rv) lead pacing impedance measurements. It was noted repetitive noise was confirmed by pressing the patient's hands together and a partial lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.